Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is ongoing. H3 other text : discarded.

Event description:
As reported by the clinical specialist, during a transfemoral tavr case the delivery system balloon ruptured, which was not visualized on fluoro but when the physician pulled back on the syringe blood was observed. The delivery system balloon was withdrawn inside the proximal portion of the sheath, with difficulty. The entire sheath and delivery system were removed from the patient. Under echo it was noticed that there was effusion and an emergent pericardiocentesis was performed. The team believes the injury occurred in the left ventricle because sats drawn appeared venous. The patient was stable and the drain was removed before the procedure ended as bleeding had resolved under echo. Upon removal of the device from the patient, it was discovered that delamination of the sheath liner had occurred, along with a liner tear, during the attempt to withdraw the delivery system into the sheath. The team attempted to remove the delivery system on the back table to get a better look at the burst balloon, but this resulted in worsening of the liner delamination. Additionally, they cut the sheath shaft to open it up to remove the delivery system, but it was too stuck. The patient was stable and no bleeding was noticed at the groin. The devices were discarded.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was received for review. A balloon burst was observed on the inflation balloon. Images of the patient's anatomy revealed calcification present in the patient's annulus. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The delivery system balloon burst and withdrawal difficulties were confirmed through review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''the delivery system balloon ruptured. Additionally, they cut the sheath shaft to open it up remove the delivery system, but it was too stuck''. Additional information revealed the patient had moderate to heavy calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment and device removal. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty.